Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation was not able to duplicate the reported issue; however, it was found that the device powered up but there was no display. The cause of the reported problem was listed as unknown. The lcd was replaced. The downstream occlusion sensor was also replaced as a preventive measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated the cassette was not attached. The event occurred during bench test. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.